Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up it was indicated the estimated remaining longevity had decreased from 8 years remaining to 1 year remaining in one year. The patient came for another follow-up 7 days later and the estimated longevity was 10 months remaining. All the measurements were appropriate. Boston scientific technical services (ts) and engineering reviewed the available data and indicated the power consumption of this device had been increasing since the beginning of the year from about 40uw to 170uw now. It was indicated the device was malfunctioning and replacement was recommended. The device has since been explanted and replaced. No additional adverse patient effects were reported.